Manufacturer narrative:
Complaint allegation is confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is due to excessive mechanical forces applied by the user when prying/leveraging the device during use.

Event description:
On 06/17/2024, it was reported by a sales representative via (B)(4) that an ar-4068-90 suturelasso end broke off. This occurred during a shoulder arthroscopic capsular plication the fragment was retrieved.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.